Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump. The battery cap was stripped the battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact measurements were found within specifications. A test cap was used for testing purposed. The pump powered on with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no further power issues occurred.